Event description:
A malfunction was reported on the customer's pump without any notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer experienced the malfunction multiple times, successfully reset the pump each time, and reported the issue to technical support. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.